Event description:
It was reported that the patient presented with a pseudotumoral debris of about 10 cm in diameter approximately 19 years post-implantation. Subsequently, the patient has an impairment of a bodily function. The device in question is not available as it is still implanted in the patient (metal-on-metal prosthesis). It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). H10: m2a-magnum mod hd sz 54mm. Item: 157454. Lot: 1222719. Ppf ltz stem sz 07x165mm. Item: 7100100307. Lot: 2006070180. Magnum tpr adpr ti 52-60/-2mm mm12/14. Item: 130834. Lot: 1222434. G2: foreign ¿ italy. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.